Event description:
During deployment of the endograft, the tip of the deployer broke off in the aorta, where it still remains. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Device manufacture date is unk as lot no. Is not provided by reporter. The report is still under investigation.